Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was dropped and the pump would no longer power on. The patient stated that the display was found to be cracked but there was no other noted damage to the pump. The patient reported that there was no evidence of moisture in the pump. The patient confirmed that the battery cap was secured to the pump appropriately and changing the battery did not resolve the issue. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the black box and download history were not available for review. The pump failed to power on for testing. The pump was removed from the case for investigation and revealed two components of the printed circuit board were loose.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.